Manufacturer narrative:
Device was used for treatment, not diagnosis. A product investigation was completed: upon evaluation of the returned item, it was observed that the shaft of the device was completely sheared off at the start of the distal threads. Both pieces were returned. The push-pull reduction device is designed to temporarily hold the plate to the bone through a plate hole. The device is self-drilling and connects with the synthes quick coupling for power insertion. Alternatively, a threaded plate holder, plate holding forceps, or k-wire could be used for temporary plate fixation. Product drawings were reviewed during the investigation and the returned guides were found suitable to determine the intended device design, application, and dimensional specifications. The push-pull reduction device was returned with the threaded portion completely sheared off. The device has been used for nearly 10 years and experiences torsional force during drilling and shear stress applied by the bone and/or the plate when used as intended. It is likely that the device broke as a result of excessive pressure and material fatigue. Hard bone may also be a contributing factor to the complaint. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Part number: 311.449, supplier lot number: 055487, synthes lot number: 5308755: release to warehouse date: august 24, 2006. Manufacturing site is (B)(4) and supplied by precision edge surgical products. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a push-pull reduction device was found broken inside the evaluation set. This is report 1 of 1 for (B)(4).